Manufacturer narrative:
Stryker further evaluated this event and was unable to verify or duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had an abnormal energy was delivered message. In this state, wrong defibrillation therapy may be delivered. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had an abnormal energy was delivered message. In this state, wrong defibrillation therapy may be delivered. This issue is patient related; however there was no adverse event reported.